Event description:
Additional information was received from the initial reporter stating patient issues were resolved and there was no patient harm. The patient's vision quality was improved.

Manufacturer narrative:
The customer indicated the use of qualified associated products. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. Both haptics were bent. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician reported that following an intraocular lens (iol) implant procedure the patient experienced blurred vision, and that the iol was displaced. The iol was exchanged in a secondary procedure 9 months after the initial implantation. Additional information has been requested.